Event description:
It was reported during follow up, externalized conductors were observed on the rv lead via diagnostic anomaly. No electrical anomalies were noted and all measurements were normal. Patient was in good condition and the physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.